Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the procedure was laser assisted cataract surgery. The customer, a third party mobile system representative, reported the laser part of the procedure was uneventful. The capsulotomy, lens lysis, and primary incision were planned and completed without incident. The laser assisted capsulotomy was free floating. During hydrodissection, a tear was noted in the capsular bag (posterior capsule tear), resulting in an unplanned anterior vitrectomy. The patient was not hospitalized and no medications or therapies were in use at the time of the event. The patient¿s pre-existing ocular conditions were unknown. The patient¿s pre-existing medical conditions were unknown. In the surgeon¿s opinion the laser system did not cause or contribute to the event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [i.e.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. After review of the reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system.¿ product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient experienced a posterior capsular tear during the hydrodisection portion of a cataract surgery. The surgery was completed after performing a vitrectomy. There was no further treatment needed according to the questionnaire received from the customer.